Manufacturer narrative:
The device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. The device history record of the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed two additional complaints have been reported for the lot (by the same customer during the same procedure). The february 2007 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the third of three devices that were used during the same procedure. According to the complainant, the device either failed to fire or deployed multiple bands rather than a single band. The procedure was completed with a fourth speedband super view super 7 ligator device. No patient complications were reported as a result of the event. Refer to manufacturer reports: 3005099803-2008-00306 and 3005099803-2008-00307 for details regarding the other two devices.